Manufacturer narrative:
Additional information was received that the physician did not believed that the infection was procedure related.

Event description:
A report was received that the patient developed an infection in the ipg site. Symptoms were fever, redness and warmth in incision site. The physician believed that the infection was not device related. The patient was admitted to the hospital and placed on antibiotics. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2317-50, serial #: (B)(4). Description: infinion cx 50 cm lead the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed an infection in the ipg site. Symptoms were fever, redness and warmth in incision site. The physician believed that the infection was not device related. The patient was admitted to the hospital and placed on antibiotics. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.